Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported low blood glucose symptoms with a result of 111 mg/dl obtained on the mobile system at 10:56. Her husband treated her with orange juice. At 11:19 the customer received a result of 270 mg/dl on the mobile system and was treated with 2 units of novorapid insulin. At 12:37 the customer lost consciousness; her result was 31 mg/dl on the mobile system and her husband treated her with 2 liquid sugars and a fructose substance. By 13:10 the customer's result was 81 mg/dl. No adverse event related to the device was reported. Requested return of suspect device.